Event description:
It was reported that the device is not meeting longevity expectations and the device is approaching elective replacement indicator. It was also reported that the electrogram (egm) storage will be turned off and device will remain in use pending explant and replacement. It was later reported that the device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed. Analysis of the device revealed normal battery depletion. Evaluation summary (B)(4): we did receive performance data collected from the device and have analyzed the data. Battery voltage - pre/approaching eri: weekly trend in save to disk data file (B)(4) shows min bat=2.71 to 2.69 volts between (B)(6) 2011, is before device rrt<= 2.62 volt.

Event description:
It was reported that the device is not meeting longevity expectations and the estimated remaining longevity is within months to elective replacement indicator (eri.) It was also reported that the electrogram (egm) storage will be turned off and device will remain in use pending explant and replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage - pre/approaching eri: weekly trend in save to disk data file (B)(4) shows min bat=2.71 to 2.69 volts between (B)(4) 2011 and (B)(4) 2011, is before device rrt<= 2.62 volt.